Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that all electrical testing was within specified parameters. The lead was returned with non-severe explant damage to the overlay tubing. An in-vivo conductor fracture was not observed. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited sensing noise. Fracture near the proximal end of the lead was suspected to have occurred during initial implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.